Manufacturer narrative:
A piece of the patient's external driveline was returned to the manufacturer for evaluation. The pump remains in use supporting the patient. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stop and driveline fault events that were captured in the submitted log files. A distal end driveline replacement was performed on (B)(6) 2019 under work order (B)(4) and approximately 19¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and the green wire was found to be open. The silicone jacket and clear bionate were unremarkable. Shield breakdown was observed adjacent to and 3¿ from the metal connector. Visual examination of the underlying wires revealed the green wire was completely fractured at the controller connector, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of the compromised green wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pairs to detect open circuit conditions. When the system controller compared the current in the green wire to its redundant motor phase wires, the fractured inner conductors of the wires would have resulted in the reported driveline fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 11 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the log file was reviewed. The log file analysis showed that 135 driveline fault alarms were noted from (B)(6) 2019. There were no other unusual events noted within the log file. A second log file was sent for review with data of the new controller. Per review, the same phase of the driveline data being affected, which indicated that the faults are authentic. The driveline data showed one of the conductors was degraded and possibly fractured. Patient was admitted for observation and a fluoroscopy of the driveline. The patient was determined to have a short-to-shield. Imaging was done; nothing seemed kinked from imaging. The log file identified swap to new controller on (B)(6), and the pump did not restart due to the short to shield. Driveline was disconnected and reconnected multiple times until pump restarted and has run consistently on (B)(6) 2019 though there have been multiple driveline faults seen between (B)(6) 2019. There were no motor stops or speed drops below low speed limit since moving patient to no grounded patient cable on (B)(6) 2019. Percutaneous lead repair was performed. During phase interruption test, primary controller, pcx-17690, went into back up mode when testing green wire so patient was placed on back up controller, pc-54717, for remainder of repair. Patient placed on regular grounded patient cable post repair without incident. Another log file was reviewed. The log file captured routine events; there were no notable alarm conditions or parameter changes. The mcs device appeared to be working as intended.